Manufacturer narrative:
As of (B)(6) 2017 ptx was reported as doing well.

Event description:
Ptx was undergoing a left sided laser ablation of the hippocampus using visualase. All went smoothly until insertion of the stylet to target. Some bleeding was noted around the target. The ptx remained stable, but the bleeding continued. Ptx was removed to the angio suite to determine the severity of bleed. It was believed to have been an intraparenchymal hemorrhage. Following removal to review, the extent of bleeding, it was determined not as severe as originally thought. The ptx was returned to the MRI suite at which time the ablation was completed.